Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pre-syncope, arrhythmia; dizziness and vomiting. The implantable pulse generator ( ipg) exhibited a pacing problem. The device remains in use. No further patient complications have been reported as a result of this event.